Event description:
A past high blood glucose (bg) event was reported by the customer. The highest bg level was indicated as "high," with no specific value provided. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. To resolve the high bg, the customer administered a correction bolus via the pump and replaced supplies. It was noted that the control iq feature was active during the high bg event and that the customer experienced recurring high bgs, prompting a request for additional assistance through follow-up.